Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported migration (partial clip movement) cannot be determined. Unspecified tissue injury associated with posterior leaflet perforation is due to migration. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Unexpected medical intervention, delay to treatment/therapy, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2023, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 and an enlarged left atrium. One xtw clip was inserted and successfully implanted. A second xtw clip was inserted and deployed on the mitral valve. However, after deployment, the posterior clip arm was observed to be lifted towards the left atrium (la). It was noted a perforation to the posterior leaflet occurred, resulting in a clinically significant delay. To further reduce mr and treat the posterior leaflet perforation, a third xt clip was successfully implanted, reducing mr to a grade of 3+. On (B)(6) 2023, the patient underwent mitral valve replacement (mvr). No additional information was provided.